Event description:
It was reported that during a lap sigma procedure, after taking out of sterility package, parts (knife) fell out of instrument. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument was returned with the firing mechanism damaged and no reload present. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A 100% inspection takes place during manufacturing to ensure the device meets the required specification prior to distribution. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.